Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed normally. The customer did not request philips service for this event. A philips field service engineer (fse) called the customer to get information. The customer confirmed that the reported problem regarding the system shut down automatically three times was reported incorrect. The system is in good working order. The codes were updated based on the investigation outcome. The serial number and the manufacture date have been updated.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed normally. The customer did not request philips service for this event. A philips field service engineer (fse) called the customer to get information. The customer confirmed that the reported problem regarding the system shut down automatically three times was reported incorrect. The system is in good working order. The codes were updated based on the investigation outcome.